Event description:
The customer received questionable results on one creatinine plus version 2 (crea-e) patient sample. The sample was a plasma sample and the results are in mg/dl. The original result was 0.02, accompanied by a data flag. This result was reported outside of the laboratory. The original result was questioned by a physician and the sample was repeated on the same analyzer. The repeat result was 1.04. The repeat result was deemed to be the correct result by the customer. There was no adverse effect to the patient. The crea-e reagent lot number was 66687201 with an expiration date of 03/31/2013. The field service representative found that the sr1 probe was dripping. He replaced the probe and cleaned the rinse station. He completed performance testing which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.